Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. Performed a visual inspection damaged oxygen sensor cable found. Unit under test was powered in user mode using system setup per test standard 91045, no alarms present. Cycled power into service mode, the error log was reviewed, no errors related to the complaint found on multiple startups. The calibration screen was accessed and found to be responsive to pressure changes in the segment of the calibration procedure. Preformed extended self test passed leak test, circuit passed compliance test, and failed oxygen sensor calibration per system leakage. Gde assembly p/n 16650 disassembled from avea ii host stand for inspection, replaced o2 sensor cable p/n 51000-40759 with a known good part. Installed gde on to avea test station and powered on to user mode using system leakage per test standard 91777, no alarms alarm was present. Performed section 6.10.5 extended system test (est) passed leak test, circuit compliance test, and oxygen sensor calibration . Moved the fraction of inspired oxygen to different values and the blender flag would follow accordingly. The reported complaint was able to be confirmed and duplicated. This is an isolated case to faulty oxygen sensor cable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device went inoperable during use on patient on the avea ii ventilator. At this time, there is no information regarding patient harm associated with the reported event.